Event description:
Additional information was received from the hospital where the patient passed away which stated that the patient presented at the ER in full arrest. CPR was initiated at 6:15 and the patient was intubated. Three rounds of epinephrine were administered. The code team arrived at 6:50 and CPR was stopped at 7:00. The immediate cause of death was listed as unknown, an autopsy was denied, and the body was released.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was unspecified mental retardation, other and unspecified convulsion. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death was not sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
It was reported that the vns patient passed away on (B)(6) 2012. The patient had seizure reduction with vns and was receiving therapy at the time of death. The patient suffered from secondary generalized seizures and drop seizures. The cause of death and its relationship to vns are unknown to date. The patient did not have a history of drug/alcohol abuse and was compliant with her medications.